Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The issue resolved before contacting support, as the pump began charging without needing a change in charging supplies, and no further assistance was required.